Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that five infusion set was fell off during use on (B)(6) 2024. It was confirmed that the infusion set was accidently pulled off. The infusion set was in use for 1 day. Patient replaced infusion set and resumed insulin successfully. No further information available.